Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose value at time of incident was 40 mg/dl and current blood glucose value was 277 mg/dl. Customer has treated with food. Customer stated that blood glucose had been running low. When they checked her blood, it said it was a lot higher than what the sensor was reading. Blood glucose value was 109 mg/dl, and sensor was reading 77 mg/dl. Insulin pump will not be returned for analysis.